Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the guidewire kinking during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The guide wire will be analyzed as part of this complaint investigation. No definite signs of use were observed. Visual analysis revealed that the guide wire was slightly kinked towards the distal end. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire measured 525mm from the proximal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured .796mm, which is within the specification limits of .788mm-.826mm per the guide wire product drawing. The returned arrow raulerson syringe (ars) was assembled to a lab inventory introducer needle. The guide wire was then inserted through the subassembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the distal end. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the guidewire kinking during use. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.